Event description:
On (B)(6), 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were placed without incident, but after the 12 fr gore dryseal sheath was removed, the completion angiogram showed no flow through the left (contralateral) external iliac artery (eia). There was a dissection extending distally from the end of the contralateral leg endoprosthesis. Two bare metal stents were placed in the left eia, extending to the common femoral artery. The dissection was resolved, and the pt is stable with no other complications. According to the physician, the dissection was due to the narrow/calcified anatomy of the eia, and the intima was likely torn during removal of the sheath. It may also have been due to ballooning at the distal end of the contralateral leg with a 14 mm angioplasty balloon (MFR unk).